Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the leads appeared to be in the correct location according to an x-ray taken at the patient's appointment on (B)(6) 2017. Some re-programming was performed and it seemed to help the patient, though the rep was unsure if perfect bilateral stimulation was attained. It was reported that the decision of whether or not to perform a revision was up to the patient and the physician, and at the time of the report, the plan was to simply program and document lead location. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. The patient called the rep stating that they needed a reprogramming session and that they did not know how to turn their device down or off. Upon meeting the patient, they told the rep that they had blacked out and fallen down thirteen steps. It was unknown why the patient lost consciousness and fell. An impedance check revealed electrode 3 to be out of range. The patient also stated that their stimulation was no longer equal bilaterally and was a little stronger on the left. The rep suggested that the patient make an appointment with a local physician so they could complete a more thorough evaluation. It was unknown if the issue was resolved at the time of the report, but the rep noted that they would obtain the information from their healthcare professional (hcp) on (B)(6) 2017. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.